Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported observation. The liner has worn. Previous investigation into enduron liner wear was completed in 2010 and in reference to the wear found with the provided sample, it was found to be acceptable. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation can draw no conclusions regarding the reported event. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.